Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 14.0-16.2cm from the distal tip. The etfe coating was intact at this location. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.